Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a merlin.net transmission revealed a non-sustained lead noise episode due to post-paced t-wave oversensing. Programming changes were made. The patient was asymptomatic.